Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the dislodged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition, it was reported that the cannula had dislodged from the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl or "high" and felt pain while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was dislodged and found to be bent. As treatment, a bolus was administered and a new pod was applied.